Event description:
It was reported the staples would not fold properly. The doctor then used a competitors device to complete the case with no pt consequence. The device will be returned for analysis.